Manufacturer narrative:
The microsensor (ID 826633) was not returned for evaluation as the product was discarded and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined; however, the most likely cause is the user not tightening fittings enough. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported a microsensor (ID: 826633) was leaking cerebrospinal fluid (csf after the procedure. The csf leak come from the catheter where stylet was pulled out. Then the physician used sterile bandages to wrap the catheter to prevent further leakage. On (B)(6) 2025, the physician removed the microsensor due to failure. The sensor was not replaced, and the patient did not experience any signs and symptoms due to sensor failure.